Manufacturer narrative:
Email is: (B)(6). Additional information: h6 - health impact code investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: original aware date (g4) of event was 31-jan-2023. Incorrectly reported as 03-jan-2023.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. If the product is returned the manufacture will re-open the complaint for further device analysis. For all enquiries or follow-up questions related to the record, do not use (B)(6)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one chamber of the filter is deflated in an intact package while it was quarantined and not being utilized. No patient involvement or injury was reported.